Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor failed after warm up. Two days after the sensor was inserted, the patient stated that she was not aware that her glucose level had dropped because her sensor failed in the middle of the night. Her spouse went to bed between 1 and 1:30 am and found her unconscious. He injected glucagon but did not check a meter reading before doing so. The app on her phone showed that her sensor had failed so no cgm value was available. After the glucagon she became conscious, then started vomiting and was unable to talk. She became unconscious again, then regained consciousness again. She cannot remember how long she was conscious or unconscious each time. The spouse called an ambulance which arrived around 4:30 am and took her to the hospital. The paramedics took a blood glucose (bg) meter reading, but the patient cannot recall the value. At the hospital she was given an unspecified medication to stop the vomiting, and later given IV glucose. She remained at the hospital for 3-4 hours but cannot remember specific details. At the time of the report the patient stated she was doing oaky. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.